Event description:
It was reported that a patient who underwent primary breast augmentation with an unknown mentor textured saline prosthesis experienced right sided deflation post procedure. As a result, explant was performed on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on february 24, 2025. The investigation of the returned device was completed by the failure analysis lab on march 3, 2025. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned device revealed that the saline implant textured 325cc was found to have five (5) tears on the posterior view, the tear (a) measuring approximately 0.6 cm, the tear (b) and (e) measuring approximately 0.4 cm, the tear (c) measuring approximately 0.3 cm, and the tear (d) measuring approximately 0.7 cm. Leak testing was performed, in accordance with mentor procedures, and no other leak sites were detected during the analysis. Microscopic examination was performed on the edges of tears (a), (b), (c) and (d), and the cause of the tears could not be identified. In addition, microscopic examination was performed on the edges of the tear (e), and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the tear (e) indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Although no conclusion could be reach on the cause of the tears (a), (b), (c) and (d), the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).